Event description:
Boston scientific (bsc) crm received info that this dextrus ventricular lead had dislodged one day post implant. Therefore, a revision procedure was performed and the lead was removed from service and successfully replaced.